Event description:
A patient had sustained burns at the grounding pad site.

Manufacturer narrative:
The product from the incident has not been returned to conmed yet. However, conmed's (B)(4) distributor, (B)(4), confirmed the conductive gel on the grounding pad was damaged exposing the aluminum on the pad. This could cause electricity to arc between the patient's tissue and the grounding pad, which could then lead to burns. (B)(4) stated the facility had not purchased this product since (B)(4) 2008. With a two year expiration, conmed can safely assume the facility had used product that had expired which is a contraindication for use. Very little information was provided by the facility and (B)(4) was denied a meeting to discuss the reported event. Conmed is unaware of any medical intervention that was needed by the patient. As this information is unknown, conmed would like to be conservative and consistent in filing this event with the f.d.a.